Event description:
It was reported that a patient alert tone was generated for high and varying impedance, and oversensing of noise. A lead integrity alert (lia) was activated for the high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed. A patient alert for out of tolerance subthreshold lead impedance was recorded on (b)(6 2011. Weekly pace lead impedance trend data shows varying impedance and spike increases for max rv pace= 440 to 1248 ohms range between (B)(6) 2011 and. Fifteen ventricular non-sustained tachycardia <=190 ms between (b)(6 2011.